Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the missing heat sink could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, the lamp was missing a heatsink. In addition, it was noted, there was minor cosmetic damage. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus asset device, evis exera iii xenon light source, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered the lamp heatsink was missing. There was no patient involvement.